Event description:
It was reported that while using bd microfine ¿ pro 32g x 4mm pen injector injection needle customer was unable to activate the pen needle. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, he could not do priming three times in a row.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd microfine ¿ pro 32g x 4mm pen injector injection needle customer was unable to activate the pen needle. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, he could not do priming three times in a row.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes . D9: returned to manufacturer on: 06/10/2022. H.6. Investigation summary: three open 32g x 4mm pen needle samples and two photos were returned from lot. No. 1145132, cat. No. 320559. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on all three samples. A functionality test as per q-sop-183-dl was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.